Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system was unable to start¿. Review of system log file showed error related to ¿suite-pc¿. Fse replaced the hd of pc suite and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion 7 m12 system did not work, despite a restart attempt. The system was not in clinical use and no harm has been reported. Upon evaluation, the hd of the pc suite was reloaded with the system software and the device was returned back to functionality. Philips has started an investigation of the complaint.